Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the gasket from the 511sd fell into the pt. The gasket was retrieved laparoscopically and procedure was completed with a new 511sd. There were no consequence to the pt.

Manufacturer narrative:
D5,6; h4: info not available. Based upon the inquiry info received and the visual examination, it was confirmed that the reported event occurred. The sleeve was received with the inner gasket dislodged from its original position. The inner gasket was not received. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.